Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, after dynamic hip screw (dhs) was inserted in the neck of the patient's femur, the card did not slip into the bolt. It was necessary to extract neck screw and it was found that the screw diameter was abnormally larger than the diameter of the plate hole. There was a report of a thirty minute surgical delay. This is report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation of the dhs/dcs screw has shown that the positioning groove of the screw has been widened up due to an inadequate handling. We do believe that the surgeon did not use the dhs/dcs-centersleeve 338.320 and caused so the deformation of the grooves (clearly visible). As the grooves are expanded and damaged, the plate does not pass the slotted end of the dhs/dcs screws anymore. The dhs/dcs screw was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. Further investigation has shown that this instrument was manufactured in november 2014 according to the specification. Manufacturing documents were reviewed and no complaint related issues were found. Visual inspection has shown that the positioning groove of the screw has been widened up due to an inadequate handling. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.